Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypertension and a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-02527 and 1225714-2014-02528.